Event description:
It was reported that the patient was experiencing shocking and zapping sensations from their implantable neurostimulator (ins). The patient had since been implanted with a different ins. No further information was available at the time of report. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7434-e,serial# (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 3487a-33, lot# l56887,implanted: (B)(6) 1999, explanted: (B)(6) 2004, product type lead. (B)(4).